Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for eval, but has not yet received them, if either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.

Event description:
In 2007, the lay-user/pt contacted lifescan alleging that a one touch ultra meter was reading inaccurately. The pt indicated that the alleged meter issue started about a month ago. The pt reported blood glucose results of "165, 199, and 193" with a lifescan meter and "165 mg/dl" on a laboratory device, performed greater than 30 minutes apart from each other. The pt had initially reported a result of "120 mg/dl" obtained on the reported meter. It is not known if there was any medical intervention between the reported tests. During the time of concern, the pt had symptoms of feeling cold and like she was going to pass out. The pt, however, was unwilling to provide the following info: if the symptoms developed before, during, or after the alleged issue began, what treatment she received in the emergency room (ER), what actions she took as a result of the reported issue, and if she was tested on another device. The pt did not want to provide add'l info. The pt was using a correct technique for testing with the reported meter. The pt was obtaining blood samples from her fingers and cleaning the puncture sites correctly. Based on the info provided, this complaint is being reported due to the following conclusion: the pt alleged that the reported meter was reading inaccurately, had symptoms suggestive of hypoglycemia, and received assistance from an ER.